Event description:
A malfunction alarm occurred with the pump. There was no reported impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, while the customer reverted to multiple daily injections (mdi) as a backup therapy.